Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. Unable to perform all of the functional testing including the displacement, rewind, occlusion, prime and no delivery test due to the cracked and bleeding glass. Also received the insulin pump with a missing end cap sticker.

Event description:
The customer reported that she was hospitalized after being involved in a car accident. The customer also stated that the insulin pump screen was damaged in the accident. Advised that the insulin pump would be replaced due to the damage. Nothing further was reported.